Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is related to a clinical evaluation report (cer) process; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2022-09841.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: lap umbillical. Perioperative and 5-year follow-up outcomes: intraoperative complications : total 9 - bleeding - 7, organ injuries - 6, vascular - 4, bowel - 2, others - 1. General complications - total 18 - fever 1, urinary tract infection 0, diarrhea 1, gastritis 0, thrombosis 1, pulmonary embolism 0, pleural effusion 1, pneumonia 3, copd 0, cardiac insufficiency 2, coronary hearth disease 1, myocardial infarction 0, renal insufficiency 2, hypertensive crisis 2, patient deceased 0, others 10. Postoperative complications - total 26 - bleeding 9, seroma 10, prolonged ileus or obstruction 1, bowel injury/anastomotic insufficiency 1, wound healing disorder 4, infection 6. Complication-related reoperations - total 5. Recurrence, pain and complications on 5-year follow-up - recurrence 46 - pain on exertion 45, pain at rest 19, pain requiring treatment 5, trocar hernia 0, secondary hemorrhage 3, seroma 9, infection 7.